Manufacturer narrative:
Additional product code: hsb. Complainant part is not expected to be returned for manufacturer review /investigation. Reporter is a j&j sales representative. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, the patient underwent removal of helical blades, perforated. The patient had a hip nail put in some time ago and in this procedure just had the helical blade removed. Helical blade was protruding laterally as the fracture healed and the surgeon came back to remove it. Concomitant device reported: unk - screw: (part # unknown; lot # unknown; quantity: unknown), unk - nails: tfna (part # unknown; lot # unknown; quantity: unknown). This report is for one (1) tfna fenestrated helical blade 95mm - sterile. This is report 1 of 1 for complaint (B)(4).